Manufacturer narrative:
(B)(4). Batch #t94h3k. Investigation summary: the device was received with the I-blade lower tip broken off and not returned. In addition, the electrode was slightly separated from the lower jaw. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. However, it is possible that an alert screen could be displayed once the electrode got separated. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy, an unknown error occurred three times during use. The cord was reconnected, then the device functioned for a while, but an error occurred again. After the operation, it was found that the jaws were broken off. X-ray was taken to check if the broken pieces were inside the patient, but there were no broken pieces in the patient¿s body. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.